Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an upstream occlusion. No adverse patient effects were reported by the customer.

Event description:
Per email: upstream occlusion. Patient was not affect or harmed. Unknown reference numbers of tubing and bag.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to a kink in the tubing or the uso sensor., however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(6)